Manufacturer narrative:
Waiting for mask to be returned for evaluation. Ccds staff has been in contact with hcp, and provided sdss requested. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported shortness of breath, burning airways, coughing. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.